Event description:
Unomedical reference number (B)(4). Event occurred in spain it was reported that the patient faced an event with an infusion set that caused abscess in the puncture area after being used for two days. There was a reddened area with a radius of 3 cm, irregular, slightly warm and hardened. It caused pain only when touched. Patient was recommended to try 6 mm cannulas. Rest of the abdomen was in good condition and without problems. No further information available.